Event description:
It was reported that (1) mcl20 was used during an unknown procedure. It was reported by the rep that the mcl20 misfired. The case was finished with another mcl20 to complete the case. There was no consequence to pt.